Manufacturer narrative:
Batch review performed on 18 march 2019: lot 1854515: (B)(4) items manufactured and released on 14-dec-2018. No anomalies found related to the problem. To date, another similar event has been reported on this lot (complaint (B)(4)). Visual inspection performed by r&d project manager: the spring plunger is broken. It is possible that this occurrence could have been influenced by bad assembly during production, however this cannot be confirmed.

Event description:
During the surgery the broach handle ball spring fell out of its siege. It did not fall in the patient. The surgeon used the straight broach handle to complete the surgery successfully, no critical delay.